Event description:
As reported by the (B)(6) registry, the patient experienced a stroke and myocardial ischemic event/myocardial infarction approximately two days post index procedure. The patient expired 48 hours post procedure. Respiratory failure, as per death certificate, was listed as the cause. The patient is (B)(6) male who recently had an episode of congestive heart failure and was admitted to the hospital. The patient was awaiting CABG but required carotid stenting prior to consideration of CABG. Prior to the procedure a carotid angiogram was performed, which confirmed pseudo-occlusion with significantly delayed flow through the right internal carotid artery into the intracranial vault. The physician then crossed the lesion using the angioguard, which was deployed distal to the lesion without difficulty. The physician then performed stenting with a 9 x 40 precise stent. The initial precise stent was deployed in it's intended location, however, the stent was more distal than he would have liked, so a second precise stent (9x30) was placed proximal, overlapping. As per the contact at the account there was no malfunction with the stent. Post dilatation was performed using a viatrac 4mm balloon. There was good revascularization and the angioguard device was recaptured and removed. Subsequent angiography showed no significant residual stenosis and good flow into the intracranial vault. The procedure was successfully completed and the patient remained neurologically intact throughout. Post procedure the patient started to have some on and off chest pain and was treated with IV nitroglycerin drip. Overall the patient's symptoms started to improve when two days later the patient became confused and his vision began to deteriorate. The patient experienced a stroke and myocardial ischemic event (mi). As per the contact at the account the mi was never confirmed. The patient arrested forty-eight hours post procedure requiring intubation.

Manufacturer narrative:
As reported by the (B)(4) registry, the patient experienced a stroke and myocardial ischemic event/myocardial infarction approximately two days post carotid artery stenting. The patient expired 48 hours post procedure. Respiratory failure, as per death certificate, was listed as the cause. The patient is a (B)(6) male who recently had an episode of congestive heart failure and was admitted to the hospital. The patient was awaiting CABG but required carotid stenting prior to consideration of CABG. Prior to the procedure a carotid angiogram was performed, which confirmed pseudo-occlusion with significantly delayed flow through the right internal carotid artery into the intracranial vault. The physician crossed the lesion using an angioguard, which was deployed distal to the lesion without difficulty. The physician then performed stenting with a 9 x 40 precise stent. The initial precise stent was deployed in its intended location, however the stent was more distal than he would have liked so a second precise stent (9x30) was placed proximal, overlapping the first stent. As per the contact at the account there was no malfunction with the stent. Post dilatation was performed using a viatrac 4mm balloon. There was good revascularization and the angioguard device was recaptured and removed. Subsequent angiography showed no significant residual stenosis and good flow into the intracranial vault. The procedure was successfully completed and the patient remained neurologically intact throughout. Post procedure the patient started to have some on and off chest pain and was treated with IV nitroglycerin drip. Overall the patient¿s symptoms started to improve when two days later the patient became confused and his vision began to deteriorate. The patient experienced a stroke and myocardial ischemic event (mi). As per the account the mi was never confirmed. The patient arrested forty-eight hours post procedure requiring intubation. The patient had a long history of coronary artery disease. The patient had multiple stents placed at multiple times in his coronary arteries. No report is available as to location and vessels. Also, it was noted that the patient, when last in san diego had a cva. The patient expired 48 hours post procedure. The products were not returned for evaluation and testing. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is a known potential adverse event associated with any invasive procedure in which medical devices/products are inserted into the patients vasculature and manipulated to varying degrees and is listed in the IFU as such. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. There is no medical evidence to suggest a causal relationship between the stent implanted in the carotid artery and the reported mi. The inherent risk of the procedure combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Ischemic stroke/cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. The products were not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2013-00175 and 9616099-2013-00177.

Manufacturer narrative:
The patient had a long history of coronary artery disease. The patient had multiple stents placed at multiple times in his coronary arteries. No report is available as to location and vessels. Also, it was noted that the patient, while last in (B)(6), he had a cva. The patient expired 48 hours post procedure. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #9616099-2013-00175 and 9616099-2013-00177.